Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B)(6).

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B)(6).

Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained: patient 1: 1.8 inr/2.3 inr, patient 2: 2.0 inr/2.5 inr, coumadin was adjusted based on coaguchek s results, however, no adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states that during a correlation study the follow coaguchek s/coaguchek xs results were obtained: patient 1: 1.8 inr/2.3 inr, patient 2: 2.0 inr/2.5 inr, coumadin was adjusted based on coaguchek s results, however, no adverse event reported. Requested return of suspect device and replacement was sent.